Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that meter display was cracked and no longer trusted and requested assistance. Caller reported that customer had high blood glucose of 400 mg/dl due to customer giving manual injection and eating extra while already having insulin on board. Caller declined high blood glucose troubleshooting.